Event description:
As reported by the (B)(6) field clinical specialist, after successful implant of a sapien 3 valve ultra valve in the aortic position, a perclose was unable to be deployed at the access site. A cutdown was performed to repair the vessel. The patient was stable and discharged. There was no allegation of any (B)(6) device that caused the event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).